Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/30/2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.